Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A e2dr01aa implantable pulse generator (ipg), (B)(6) 2005. A 5076-52 implantable pacing lead. (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low impedance and had no capture. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.